Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Reason for reoperation: rupture and lymphadenopathy.

Event description:
Patient reported left side rupture, inflamed lymph nodes, and intense breast pain. Patient additionally reported ¿intense pain across my back and chest¿, ¿inflamed lymph nodes¿, ¿extreme fatigue¿, ¿brain fog¿, ¿early menopause¿, ¿hair loss¿, ¿reactions to some foods and sugars¿, ¿extreme joint pain especially right hip¿, ¿cough¿, ¿symptoms of hypoglycemia¿, ¿extreme dehydration and dry skin even with high levels of fluid consumed¿, and ¿heart palpitations¿ not related to the device. Device remains implanted.